Event description:
A single customer reported multiple events which occurred throughout 2023, which were reported to rhythmlink in jan 2024. On (B)(6) 2023, paired subdermal needle electrodes were used for a procedure. When the user was removing the needle electrodes, they noticed that the needle electrode at the patient's left posterior tibial nerver remained in the patient's skin, noting that the black heat shrink was attached to the leadwire and the needle remained in the patient. The needle remained partially outside the patient's skin and was retrieved successfully. The user did not identify the lot number of part number of the device.".